Manufacturer narrative:
The production investigation included testing of product and concluded that: a simulated treatment was performed and completed without failure. The reported complaints were not duplicated during the treatment. The pressure of the fluid flow at the patient line was then measured during a simulated treatment, and found to be negligible. The clinical investigation concluded that: there is no information that reasonable suggests that the cycler contributed to the peritonitis. The CT scan showed diverticulosis but no evidence of diverticulitis. Therefore there is no evidence of intrinsic or internal source of peritonitis. The patient's nurse believes that the peritonitis was due to a break in technique. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported that the patient suffered from a perforated bowel and developed peritonitis. The patient's physician's opinion is that "the liberty has too strong of a pull and pulled on the catheter and sucked it up against the intestinal wall and the patient now has a perforated bowel".